Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was returned to gore for evaluation. The device evaluation showed the following: the device evaluation visually confirmed damage on the leading end of the gore dryseal sheath¿s dilator. This observation was consistent with the applicable portion of the event description. The root cause of the damage on the gore dryseal sheath¿s dilator¿s leading end could not be determined with the available information. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of thoracic aorta aneurysm with conformable gore® tag® thoracic endoprosthesis after a total debranching was performed. The access point was made via an artificial blood vessel connected to the total debranching. A guidewire was reportedly inserted from the artificial blood vessel to the left common femoral artery (pull through technique). A gore® dryseal sheath with hydrophilic coating ((B)(4)) was inserted into the artificial blood vessel over the guidewire. It was reportedly difficult to advance the sheath with the dilator due to resistance. When the sheath was placed in the intended position, a tgu454520j was inserted. During the insertion of the tgu454520j, resistance was encountered. It was reported the tgu454520j was eventually placed in the target position. However, the tgu454520j reportedly migrated distally while a balloon was prepared (the distance unknown). Moreover, the tgu454520j was further migrated distally (the distance unknown) during ballooning. When the tgu454515j was inserted to the proximal end of the tgu454520j, a part of tgu454520j was turned inward since the part of tgu454520j was caught by tgu454515j. The tgu454520j was then reportedly further migrated distally (the distance unknown). The tgu454515j was reportedly placed successfully. The procedure was completed. The patient tolerated the procedure without further reported issues. The physician commented that the tip of dilator was damaged when it was removed from the patient. Reportedly, it was possible that the resistance during the insertion of the sheath with the dilator was due to the damage of the dilator. It is unknown if the dilator had been damaged before it was inserted into the patient.